Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during cleaning by the equipment department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: it was reported that the event occurred on (B)(6) 2022. The device was received for evaluation. During functional testing, the device alarmed system error 322. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.